Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator (ICD) exhibited oversensing noise, high capture threshold, low pacing impedance and decreased sensing. Chest x-ray had been completed with no physical anomalies noted. No programming changes were made and the device will continue to be monitored. There were no patient consequences.